Event description:
It was reported that a keypad on a pump is inoperable. The customer stated that the #5 key is stuck and displays only on the letter m.

Manufacturer narrative:
(B)(4). The sigma device eval found the #5, #7, #8 and #9 keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #5 key will occur following the selected key's function (e.g. When the #1 key is pressed 15 will be displayed. When in alphabetic mode and the abc key is selected, am will be displayed interfering with the mdl drug search). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.